Event description:
Consumer reports inaccurate readings. Ran comparison against competitive meter. Analysis run on clarke error grid using competitive reading (69, 190) vs. Bd. Reading (90, 350) yielded data points in the "d/c" zone of the grid, outside acceptable range.